Manufacturer narrative:
On 28-oct-2024, additional information was received indicating the physician noted the effusion after ablation of the cti line. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The patient was reported to be recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) and atrial flutter ablation (afl) procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis. It was reported that during a pulsed field ablation (pfa) afib and radiofrequency (rf) atrial flutter procedure, a pericardial effusion was diagnosed via soundstar catheter. The effusion was found post pfa and rf ablations. An thermocool smarttouch sf was used for the cavotricuspid ishmus (cti) line. A pericardiocentesis was being performed by the physician. The patient was stable. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.